Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was obtained from healthcare professional via manufacturer representative regarding a screw being used for posterior spinal fixation (including the occipital bone) in a patient with the pre-operative diagnosis of axial fracture. The screw was being implanted in the occipital bone but when the screw tip was slightly inserted into the patient and then withdrawn once, deformation or chipping of the screw was observed. Patient involved did not experience any symptoms as a consequence of this event. No further complications were reported as a result of this event. Additional information received stated that the procedure involved in the event was posterior cervical fixation including the occipital bone. The event occurred during fixation with screws for the occipital plate.